Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, during the resection of the bowel, the stapler was not able to fire but the surgeon was able to press the green button. To resolve the issue, they used another device to complete the case. It was reported that there was no patient injury.